Event description:
Retaining pin (internal) on blood pump rotor missing, causing rubbing of tubing which resulted in hole in pump segment of blood tubing, leaking blood on each rotor rotation. Tubing changed. Blood tubing not secured correctly.